Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2019 that a flexiva 200 tractip laser fiber was used in a ureteroscopy procedure performed on (B)(6), 2019. According to the complainant, before the procedure, it was noted that the laser energy was emitting about one centimeter from the distal tip. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event.

Event description:
It was reported to boston scientific corporation on september 24, 2019 that a flexiva 200 tractip laser fiber was used in a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, before the procedure, it was noted that the laser energy was emitting about one centimeter from the distal tip. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broken. Problem code 2069 captures the reportable event of fiber misfire. One flexiva 200 tractip laser fiber was returned broken in two pieces. The first piece measured approximately 75.6 cm from the top of the connector to the break. The second piece measured approximately 241.7 cm from the break to the tip. Exposed glass portion of the tip measured approximately 3.4 mm and was fractured. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The remainder of the tip was not returned. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. The condition of the returned device confirms that the fiber was broken with evidence of misfire. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.